Manufacturer narrative:
Device evaluation: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard bc needle gets caught on the catheter. The following information was provided by the initial reporter: I inserted bd insyte autoguard IV catheter into pt's vein and got blood return. When I pushed the button to retract the needle, the needle caught on the IV catheter and pulled it out with the needle as it retracted. The site then began to bleed. We are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.